Event description:
Additional information was received from the patient. They reported that when asked to clarify it wasn't working, they wrote 'moved'. They were asked to clarify '3 wires and none of them were working' and they said they went to a new doctor and they did some x-rays and told the patient. They did not know the cause of the device not working anymore. They stated that the cause of the 3 wires not working was that they were put in improperly. They stated no steps had been taken to resolve the issue because they had moved. No surgical intervention had been planned or taken. They noted the device was still installed but they had turned it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va10778, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they can still feel their stimulation sometimes but has turned it down as low as they can go because it's just not working for them anymore. Pt states they did have the device x rayed and the doctor told them they had "3 wires and none of them were going to the right place." Patient has since relocated and is now looking for a new doctor. Troubleshooting was unable to be performed as patient services was focusing on the main reason for call. Patient services is documenting reported event and is sending physician listings in the patient's area. On a call with device registration the patient reported the stimulator no longer works. It stopped working some time ago. She was informed that it is because the device was not implanted properly. She was supposed to get a replacement but she moved before it can be taken care of.